Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system with a non-boston scientific right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) advised rv shock impedance measurements had gradually risen since implant. Ts provided reprogramming recommendations. Additional information provided this ICD was subsequently explanted. No other devices were implanted at this time. This ICD has not been returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system with a non-boston scientific right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) advised rv shock impedance measurements had gradually risen since implant. Ts provided reprogramming recommendations. Additional information has been requested but was not provided at this time. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.